Event description:
A pharmacist reported that a customer returned a box of test strips, lot #1k516b. The customer stated that she obtained blood glucose readings in the 20-30 mg/dl range immediately after opening the bottle of test strips. The pharmacist did not know whether the customer performed a check strip test or a normal control solution test. The desiccant is in the bottle of test strips. The pharmacist performed a blood glucose test on herself with the customer's test strips, lot 1k516a. (The pharmacist is not a diabetic.) The result was 23 mg/dl. The code was set correctly in the pharmacy's meter.